Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received a weak battery alarm and no delivery alarm. Customer's blood glucose was 181 mg/dl. After troubleshooting for weak battery alarm, customer was advised to monitor insulin pump. Customer declined to troubleshoot for no delivery alarm and alarm was corrected with infusion set change. No further information provided.